Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) failed for closing. There was no patient injury reported. Attempts to gather further information have been unsuccessful. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle was engaged to the black handle, the syringe was connected to the device with stopcock open, the procedural sheath was fully retracted to the shuttle hub, and the advancer tube was observed to have been returned separate from the device as received. The sealant was not returned with the device. The condition of the returned device indicates a complete removal of the device. The returned advancer tube was re-loaded on the returned device and found properly engaged to the distal tamp lock as intended per the mynxgrip instructions for use (IFU). The returned device was evaluated and no functional non-conformities were observed. Review of lot f1907501 revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The lot met all product specifications, including sterilization prior to shipment. Without the return of the sealant and with limited information provided, the reported event of ¿failure to achieve hemostasis¿ could not be confirmed, and the exact cause of the reported event experienced by the customer could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per the mynxgrip instructions for use (IFU), users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.

Manufacturer narrative:
(B)(4). As reported, the 5f mynxgrip vascular closure device (vcd) failed for closing. There was no patient injury reported. Multiple attempts to obtain additional information were made without success. The product was not returned for analysis. A product history record (phr) review of lot f1907501 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported ¿sealant failure to achieve hemostasis¿ could not be confirmed as the device was not returned for analysis. The exact cause of the failure could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. However, patient factors, pharmacological factors and/or handling factors of the device are possible. Failing to achieve hemostasis immediately after vascular closure is a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique, and proper placement of the sealant at the arteriotomy. According to the product¿s instructions for use (IFU), which is not intended as a mitigation, users are informed to maintain fingertip compression on the skin during removal of the advancer tube from the tissue tract and to continue to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, the user is informed to apply additional compression as necessary. Neither the phr review, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) failed for closing. There was no patient injury reported.